Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. Additional information has been requested, but was not available as of the date of this report.